Event description:
In the journal of arthroplasty article "primary total knee arthroplasty performed using high-viscosity cement is associated with higher odds of revision for aseptic loosening," 4 revisions were performed for reasons other than aseptic loosening. One table in the article provides information that for simplex hv bone cement beside of competitor products. 20 cases of loosening and 4 other revisions are related to simplex hv bone cement the journal of arthroplasty 35 (2020) page 182- page189. We have attempted to retrieve the author's information via our distribution partner stryker but they responded it is not available due to privacy. We were not able to obtain enough information about each identified patient and/or device mentioned, in order to provide a complete report for each single reportable event. For this reason it is reported as only one single report. Average patient age described in the literature: 63,5 years. Average bmi: 31,7. Male: 33. Female: 58.